Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultralink meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first occurred at 3pm on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient stated that ¿2 hours¿ after the alleged product issue occurred they developed the symptoms of ¿sweating, shaking and confusion¿. In response to these symptoms, at 5pm on (B)(6) 2015 the patient self-treated by consuming more food and/or drink. The patient also stated to have consumed more food and drink at the subsequent times of 9pm on (B)(6) 2015 and then 8am and 1pm on (B)(6) 2015. No blood glucose results were obtained on any other device at this time. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was still not resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the fact that the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are indicative of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.